Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while deploying the device below the internal carotid artery (ica) bifurcation device did not open up. Physician resheathed the device and made another attempt, yet still the device did not open up. Physician resheathed the device twice and made another attempt which was unsuccessful. The physician decided to take the device out and another device of same size was taken from different manufacturer and the procedure was completed. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) para ophthalmic aneurysm with a max diameter of 10 mm and a 5 mm neck diameter. The distal landing zone was 3.5mm and the proximal landing zone was 4.89mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was that stasis was seen. The patient is alive with no injury.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex w/ shield device was returned for analysis within a shipping box, within an opened pipeline flex w/ shield outer carton and within an opened pipeline flex w/ shield inner pouch. The already deployed braid was also returned within the same packaging. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex w/ shield hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, but damaged and frayed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed through device analysis as the braid was returned fully opened. However, the failure could not be ruled out. Possible causes of failure to open during the procedure include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. Customer reported vessel tortuosity as severe, pipeline not placed in a bend, more than 50% of pipeline was deployed when failed to open, and devices were prepared per IFU. It is possible the reported severe tortuosity contributed towards the failure. The likely cause could not be determined. The braid was found damaged/frayed, potentially contributing towards the failure to open. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per device was resheathed twice. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter to the failure could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.